Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The lead was explanted and replaced. No further information available.

Manufacturer narrative:
(B)(4). Product not returned.